Event description:
It was reported that the patient had a separate bradycardia system in place along with this subcutaneous system. There were inappropriate shocks due to farfield oversensing of an implanted bradycardia pacemaker system output. The system was explanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was returned severed approximately 6cm from the terminal end. Only the proximal segment was returned. The returned portion was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly found no anomalies. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics on the returned portion that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had a separate bradycardia system in place along with this subcutaneous system. There were inappropriate shocks due to farfield oversensing of an implanted bradycardia pacemaker system output. The system was explanted. There were no additional adverse patient effects.